Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that two days after implant the implantable cardiac monitor was halfway out. The physician had placed steri-strips and a dressing at implant. The patient came into the clinic and the physician removed the device. No patient complications have been reported as a result of this event.